Manufacturer narrative:
The handpiece was received by the manufacturer, however, the complaint could not be replicated. The device was tested per the final quality inspection criteria, and no overheating occurred. The quality investigation is still ongoing, so a follow-up report will be submitted if the complete investigation results require.

Event description:
It was reported that a drill heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury as reported, and no other adverse consequences were alleged with this event.